Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issue with the system controller was confirmed and reproduced. Data from the reported event date of 12aug2025 in the submitted controller event log file was reviewed. There were no notable alarms active in the log file. System controller, serial (B)(6) , was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed orange transmission communication wire was found. This is consistent with wire fatigue due to repetitive flexing of the cables. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed transmission communication wire in the white power cable that occurred due to wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was trouble connecting a patient to the heartmate touch. The site kept getting stopped at the screen asking to connect the system controller to the power module despite the patient already being connected. 4 different carts were tried, the heartmate touch was turned off and back on, the adapter was taken out for 30 seconds and plugged back in, bluetooth was turned off and back on to troubleshoot. An old system monitor was used and the screen said not receiving data. A self test on the system controller was performed and there was no type of alarm showing a communication error. After a system controller exchange, the patient immediately connected to the heartmate touch. There were no log files available as the site was unable to get past the screen asking to connect the patient to the power module. There was no patient impact due to the connection issue. The system controller would be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issue with the system controller was confirmed and reproduced. Data from the reported event date of 12aug2025 in the submitted controller event log file was reviewed. There were no notable alarms active in the log file. System controller, serial(B)(6). Was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed orange transmission communication wire was found. This is consistent with wire fatigue due to repetitive flexing of the cables. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed transmission communication wire in the white power cable that occurred due to wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.